Manufacturer narrative:
Concomitant product: 694765 lead, implanted: (B)(6) 2007; and 5076-52 lead, implanted : (B)(6) 2007.

Event description:
It was reported by the patient that the cardiac resynchronization therapy defibrillator (crt-d) was beeping approximately two weeks after implant. It was determined that a lead alert had triggered for high lead impedance. A potential lead to device connection issues was suspected. A revision was conducted during which it was determined that the connection issues was related to a device set screw issue. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the cardiac resynchronization therapy defibrillator (crt-d) was beeping approximately two weeks after implant. It was determined that a lead alert had triggered for high and infinite impedance. A potential lead to device connection issue at the device upgrade was suspected. A revision was conducted during which it was determined that the connection issues was related to a device set screw issue. The device remains in use. No patient complications have been reported as a result of this event. It was further reported that the right atrial (ra) lead was not fully engaged in the header once again. The pocket was re-opened, the lead was re-seated and noted to be "working well." The ra lead remains in use. No patient complications have been reported as a result of this event.